Event description:
The customer's mother reported that the customer had low blood glucose (less than 70 mg/dl), so she took him to the doctor's office. The mother reported that the pdm has been randomly changing the date and time, and the nurse practitioner said that the pdm was "exponentially increasing carbs entered." The nurse practitioner did not provide any treatment to the customer.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.